Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A090501: displayed a restart screen after taking a 2d scout image a11, a1102: display was zoomed in and the fonts were off a110201: the monitor stopped communicating h3, h6: the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the monitor stopped communicating and displayed restart screen after taking a 2d scout image. The cord was reseated and the issue was not resolved. System restarts were attempted and the display was zoomed in and the fonts were off. A 3d image was attempted and when the spin initiated the mode was swapped back to 2d. The cord was disconnected and reconnected and the issue resolved. There was no reported patient impact.